Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, while using the device it became inaccurate during a procedure by 4mm. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, while using the device it became inaccurate during a procedure by 4mm. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.